Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer stated that display did not return after insulin pump restart. The device will be returned for analysis.

Manufacturer narrative:
Device received with a blank display anomaly due to loose connector of electrical board. Unable to perform functional test including self test, sleep current measurement, active current measurement and displacement test due to blank display.